Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, broken battery tube threads, cracked reservoir tube window, cracked belt clip slot, cracked case from reservoir tube window corners, cracked case and stained address/serial number label. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was crack on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.